Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure device removed in 3 pieces") and pelvic pain ("chronic pelvic pain/ pelvic pain since insertion") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal delivery (one), parity 3, multigravida (6 pregnancies), vaginal bleeding and c-section (two, without complications). As concurrent condition the report mentioned morbid obesity (due to excess calories). Concomitant products included prednisone and lisinopril. In 2009, the patient had essure inserted. In 2009 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with analgesics as well as surgery (exploratory laparotomy bilateral partial salpingectomy). At the time of the report, the outcome of device breakage was unknown. The reporter considered device breakage and pelvic pain to be related to essure administration. The reporter commented: she has used multiple prescriptions including narcotics to control pain during this period of time. Diagnostic results (normal ranges are provided in parenthesis if available): [investigation] on (B)(6) 2019: patient presents for a second visit for possible hysterectomy. Patient has had indwelling essure placed 10 years ago. She was having pain continuously since that time. She has used multiple prescriptions including narcotics to control pain during this period of time. She is unable to function and perform daily activities of life and is requesting hysterectomy for resolution of pain. Impression: severe complications of pain secondary to indwelling essure/ pelvic pain on right [laparoscopy] on (B)(6) 2020: pre and postop diagnoses: abnormal excessive vaginal bleeding, pelvic pain/ chronic pelvic pain in female. Procedure: exploratory laparotomy, essure removal, bilateral partial salpingectomy. Complications: none. The essure device removed in 3 pieces, but the distal portion of the right fallopian tube was palpated and noted to be soft at the end of the procedure. The patient tolerated procedure well. Findings: 1. Normal female external genitalia; 2. Extensive fascial and intraabdominal adhesions dissected off the uterus; 3. Essure devices palpated bilateral, status post removal (right side intact; left side not intact); 4. Lacerations on the uterus repaired with multiple 0-vicryl sutures in figure of eight fashion; 5. Intercede applied over repaired lacerations. 6. Good hemostasis at the end of the procedure [pathology test] on (B)(6) 2020: final pathologic diagnoses: a and b. Left and right fallopian tubes. Both fallopian tubes appear to be completely transected. Comment: marked surface adhesions and reactive mesothelial cells are seen. Specimens: left partial fallopian tube with essure; right partial fallopian tube with essure. Procedure: exploratory laparotomy bilateral salpingectomy essure removal. Pre and postop diagnoses: abnormal excessive vaginal bleeding, pelvic pain. Gross description: a: left fallopian tube: 2 metallic segments of coiling, 13.5 cm and 2.5 cm in length; b: right fallopian tube: 20 cm segment of metallic coiling [pregnancy test] on (B)(6) 2019: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jun-2023: quality safety evaluation of ptc. Upon internal review the event chronic pelvic pain was added, as well as diagnostic data. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure device removed in 3 pieces") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding, c-section and pelvic pain. On (B)(6) 2020,, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (exploratory laparotomy bilateral partial salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final pathologic diagnoses: a and b. Left and right fallopian tubes both fallopian tubes appear to be completely transected. Comment: marked surface adhesions and reactive mesothelial cells are seen specimens: left partial fallopian tube with essure right partial fallopian tube with essure procedure: exploratory laparotomy bilateral salpingectomy essure removal pre and postop diagnoses: abnormal excessive vaginal bleeding, pelvic pain gross description: a: left fallopian tube: 2 metallic segments of coiling, 13.5 cm and 2.5 cm in length b: right fallopian tube: 20 cm segment of metallic coiling. [Pregnancy] on (B)(6) 2019: negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.